Event description:
On (B)(6) 2010, an ipp was implanted. On (B)(6) 2010, it was reported that a revision surgery would be needed. On (B)(6) 2010, the entire device was removed and replaced due to erosion. No patient complications reported.

Manufacturer narrative:
Catalog #: cylinders and pump: 72404232, reservoir 72404155. Serial #: cylinders and pump (B)(4), reservoir (B)(4). The cylinders, pump, and reservoir were returned for analysis. They were all rated as performing within specification.